Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved the issue by just rewinding the pump. The customer doesn't want to return the set and reservoir for analysis. The customer reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated vibrate mode is on and recently use a new (B)(6) aaa alkaline battery. The customer was assisted in performing a self test.the customer stated that the vibration was faint. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer blood glucose has been high for last few days.